Event description:
Two covidien 15mm endo catch bags were opened during the procedure. Both bags were noted to be defective once deployed. Both bags were torn and unable to retrieve the specimen. Product rep notified of failure. Products replaced and lots #s documented in electronic health records. Manufacturer response for endo catch bag, covidien 15mm endo catch bag (per site reporter). Product rep notified, products replaced.